Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test , force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0871 inches. Test p-cap and reservoir locked properly into the reservoir compartment. No no delivery alarms were not confirmed during testing. Successfully downloaded pump history files and traces using thus software. Pump alarmed no delivery alarm on the event date of 06/20/2023 at 12:09:24.000 during bolus and on 17:51:00.000 during basal. Pump delivered 3 bolus deliveries on the event date of 06/20/2023 at 02:14:18.000, 12:20:04.000, and 12:47:12.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. However, there is moisture damage isolated to the battery tube. Force sensor zero offset within specifications (23.5 mv). The following were also noted during visual inspection: corroded battery tube, scratched case, stained keypad overlay, and pillowing keypad overlay. Unable to verify customer's complaint for high bgs. No delivery/occlusion alarm during therapy was not confirmed during testing. Moisture damage was confirmed found on the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with blood glucose value : 373 mg/dl, due to an insulin flow block alarm. The customer was treated with manual injection or insulin pen. Troubleshooting was performed and found that the insulin flow blocked during basal/bolus/fill cannula process, insulin exited during the 5 unit fixed prime/fill cannula. Insulin flow block received multiple times. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump the insulin pump will be returned for analysis.